Manufacturer narrative:
All available information was investigated and the reported inability to open the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported that during preparation, the clip was unable to fully open and the clip arms were observed to snap open at time. Troubleshooting was performed, but the issues was unable to be resolved. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.